Manufacturer narrative:
Upon investigation of the actual device used in this incident was carried out in a separate complaint file, (B)(4).where it was determined that the device's processed updates during use. The customer requested for the device to be configured to automatically reboot and update at specific times, but the support agent explained that these devices only allow manual reboots. The customer acknowledged and granted permission to close the complaint file.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted in the middle of a case.the manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event.there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted in the middle of a case. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, e3, g2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-feb-2022 to 02- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the investigation into the specific root cause for the anesthesia system rebooting during a procedure was inconclusive. The technical support specialist reviewed the maintenance schedule for updates and found no changes were needed. The system functioned as intended after the technical support specialist logged into the device.